Manufacturer narrative:
B5: additional information received: it was reported that during the index procedure, there was a residual type 1a endoleak and an endurant cuff was implanted and the type ia endoleak resolved at the time. The type of the endoleak observed on CT scan 5 days after the index procedure is unknown. It was confirmed the unknown endoleak only involves the bifurcate main body. Film evaluation summary: the reported unknown endoleak was confirmed from the films provided; however, the exact cause and type of endoleak could not be fully determined. The reported type ia endoleak that occurred during the index procedure, could not be assessed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the unknown endoleak subtype, source/cause, but these were not available for review . There appeared to be adequate proximal and distal seal, so a type ia and ib are not considered to be a factor. A type iiia endoleak also seems unlikely as there appeared to be adequate component overlap. A type iiib endoleak cannot be completely ruled out, this endoleak would be less likely to have occurred so soon after the index procedure and analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to this, e.g calcification. It is possible that this endoleak may be a type IV endoleak, from a location of higher porosity in the stent graft near the flow divider . Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a possible type IV endoleak. Type ii endoleaks from collateral vessels surrounding the aneurysm sac also could not be ruled out. Analysis of the returned films did not reveal any overt out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 62mm aaa. It was reported that a CT scan taken 5 days post the index procedure showed leakage of the contrast agent from the fabric of the main body. The physician suspected a type iiib endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.